Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's audiologist contacted med-el as she was concerned regarding the patient's decrease in performance over the past year or so. Reprogramming has not solved the issues, all external equipment has been ruled out as a contributing factor. The patient was implanted in (B) (6) 1999. According to the audiologist notes, a full insertion could not be obtained, she reports electrode channels 7-12 as being extra cochlear. Channel 6 is hi, so the patient has been making use of a 5 channel map since the beginning. She never had great open set speech understanding but at one time was performing at 20% and of (B) (6) 2008 was at 0%. There has been no noticeable change in testing results over the years, no change in medical history. Additional testing carried out showed that the device was functioning within normal limits. Reprogramming was attempted on (B) (6) 2009, which resulted in an increase in mcls across the active channels and an adjustment to her frequency boundaries from 300-5500 hz. The patient seemed to feel that sound quality was much improved and will report back. The audiologist is still concerned regarding the availability of only 5 channels and feels that with more channels, available performance could improve.